Manufacturer narrative:
The reported complaint of transducer snapped was confirmed on the returned set. During visual inspection, the transpac was received broken from the three (3) way stopcock. A part of the transpac luer was still in the three way stopcock male luer. The probable cause of the broken transpac had occurred due to unintentional bending forces applied on the device during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved an unspecified transducer product with unknow list and lot number. The customer stated that the device snapped during patient use. The customer further reported that the 3-way stopcock (on the new ICU medical pressure tubing) was connected to arterial line when it snapped and broke while transferring a very critical patient to CT scan (ECMO/vent/drips/etc). The plastic broke which made them unable to read the blood pressure and caused a backup of blood in the line. The pressure tubing was immediately replaced and blood pressure monitored. There was patient involvement and no human, or adverse event reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.